Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, and two (2) afx suprarenal aortic extensions. Approximately eight (8) years later, the patient presented emergently with abdominal pain. Computerized tomography identified a type 3b endoleak. Reintervention was completed with implant of an afx2 bifurcated stent graft. The patient was reported to be stable post-reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows type iiib endoleak adverse event/incident is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation shows reasonable evidence to suggest sac growth of 35mm and an aortic rupture occurred that was not included in the event as reported. These findings were discovered during an examination of during a review of the operative note dated 10/29/2021. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged on the eighth post-operative day home following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem - updated. G3: awareness date updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, and two (2) afx suprarenal aortic extensions. Approximately eight (8) years later, the patient presented emergently with abdominal pain. Computerized tomography identified a type 3b endoleak. Reintervention was completed with implant of an afx2 bifurcated stent graft. The patient was reported to be stable post-reintervention. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest sac growth of 35mm and an aortic rupture occurred that was not included in the event as reported. The sac growth and rupture were discovered during a review of the operative note dated (B)(6) 2021.